Event description:
The customer reported via phone call experiencing high blood glucose levels. She also reported that the insulin pump alarmed motor error during the priming process. The customer's blood glucose was 405 mg/dl, which was treated with manual injection. She also reported that the insulin pump alarmed motor sensor test failure. She noted that the device alarmed no delivery and low battery prior to the motor error alarm. She was unable to complete the rewind sequence. She was trying to perform an infusion set change when the motor error occurred. She noted that her coffee with creamer had caused her high blood glucose and that the no delivery alarm had been triggered by a low reservoir. She declined to troubleshoot for high blood glucose and no delivery alarm. She added that the insulin pump had a crack on the case and condensation on the screen. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump; she agreed to return the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.